Manufacturer narrative:
B5. Describe event; corrected information: initial MDR inadvertently omitted information known prior to submission. B3. Date of event; corrected information: initial MDR inadvertently omitted information known prior to submission. F10. Adverse event problem; corrected information: initial MDR inadvertently omitted information known prior to submission.

Event description:
It was later reported that the patient underwent a full revision. The suspect device has not been received to date. It was also reported leg pain and change in seizure pattern were reported the patient's device was disabled. (This information regarding leg pain and change in seizure pattern was inadvertently left of initial report). No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿urinary incontinence¿ is not available. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code :e2402.

Event description:
It was reported that the patient was seen to have high impedance. Additionally the patient reported that their magnet swipes were no longer effective. Lastly, the patient reported an increase in seizures, which the physician is speculating is related to the high impedance. The patient is noted to have experienced urinary incontinence, emotional changes, and fatigue in which the cause of this is unknown. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.